Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test twice. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6), event site telephone(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test twice. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states pim test failed and did all manifold test membrane diff prs more than 9 multiple times unit not safe to use. Safety disk cycle (B)(6). Replacement date 01/2027. Safety disk still under warranty, and will warranty claim. User not to use unit until safety disk(d202-00-0140) was replaced. Replaced safety disk and fault cleared all manifold test performed and passed safety disk cycle. User to charge unit before use unit handed back to user in good condition. The defective components were received for further investigation. This part was received with a reported unit failure message of pim leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of membrane leak tests failed with result of 6mmhg, the factory specification is +-6mmhg. The membrane leak test result could be higher than result 6mmhg, that probably the cause of failed safety disk. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.